Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. The mother stated that the customer is in the hospital for the flu and diabetes related. Troubleshooting could not be performed as customer did not have time to run any test. No further information was provided.